Event description:
It was reported that, "when we tried to attach the impactor to the jig, we could not because it was stripped." There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.